Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during veterinary procedure, the device's needle came off from the thread. There was no patient injury.